Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they are having trouble with their stim and their pain has returned. Pt stated after about 3 to 4 years since their first implant the patient felt pain on their back so they had to move it (agent understood that the patient was referring to the battery or the ins) and said they can feel the pain again. Pt mentioned the pain returned about 2 to 3 weeks ago. Agent redirected patient to their healthcare provider (hcp) and provided nas phone number to set up an appointment with rep to further address the issue.